Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having copd, sleep apnea, tumors in lungs after doing 2 CT scans, pet scan, CT guided biopsy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report copd and sleep apnea were incorrectly added in section b5, it should have been added in section b7 as it is the patient's history. In section h6 clinical codes for copd and sleep apnea were added incorrectly. Section b7, h6 were updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.